Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 511 mg/dl and 44 mg/dl within 10 minutes. Customer self-treated with food, felt better. Retest result 10 minutes later was 55 mg/dl. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.